Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to patient outgrowth. No adverse patient effects w ere reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years 11 months post implant of this 25 mm bioprosthetic valve in the pulmonary position, the valve was replaced with an 18 mm transcatheter pulmonary bioprosthetic valve (tpbv) for unknown reasons. No additional adverse patient effects were reported.